Event description:
Boston scientific received information that this right ventricular (rv) lead had exhibited microdislodgment. During surgical intervention to address the chronic epicardial lead also in the device system, this lead was observed as micro-dislodged. There were no adverse patient effects associated with this clinical observation.

Manufacturer narrative:
The physician was able to successfully advance the lead into an optimal position. If new information were to become available, this report will be further evaluated and updated.